Event description:
Adverse event(s): "no patient involvement" (no patient involvement). Product problem(s): "touchscreen froze" (no display or display failure). A customer reported the touchscreen froze during setup. The system was rebooted, but did not resolve the issue. Another system was used to complete the case. There was no reported pt impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).